Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to produce fluoroscopy as a result of communication fail error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.